Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was further reported that approximatley one month later, the patient received a shock for ventricular fibrillation and occasional atrial undersensing was noted on the stored episodes.

Event description:
It was reported that the patient received an inappropriate shock. Intermittent undersensing was observed on the right atrial (ra) lead, but the undersensing was defined by the implantable cardioverter defibrillator (ICD) device as a ventricular tachycardia (vt) which resulted in delivery of therapy. The device remains in use. Programming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.